Event description:
Parent called on behalf of the customer stating that the customer is receiving a continuous error alarm which may be caused by electro static discharge, even though the pump is worn in a leather case. The parent reprogrammed the unit and ran a self-test. Unit passed the tests.